Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters were noted as the device experienced a critical ram parity error por on (B)(6) 2011. Device should be able to recover from the event and continue normal function. No evidence of radiation therapy concurrent with event. The battery voltage had no anomalies. Battery voltage 3 v at last measurement. Ramware version 8 installed on (B)(6) 2011.

Event description:
It was reported that the device was interrogated and resulted in a pop up message about elective replacement indicator (eri). Review of the device data ensured that no eri was noted, but the device had a power on reset. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.